Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, no delivery, and the down arrow button was not working. Customer's blood glucose level was 150 mg/dl. The insulin pump also alarmed compromised force sensor system. The displacement test and manual prime were successful and motor error alarm did not recur. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.